Event description:
The customer contacted stryker to report that their device unexpectedly powered off. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.

Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker replaced a plug to resolve the issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing, and the device was returned to the customer for use.

Manufacturer narrative:
Section h10 of the initial medwatch report indicated: stryker evaluated the customer¿s device and verified the reported issue. Stryker replaced a plug to resolve the issue. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing, and the device was returned to the customer for use. Section h10 of the initial medwatch report should indicate: stryker evaluated the customer¿s device and was unable to verify or duplicate the reported issue. The device passed functional and performance testing and was returned to the customer for use. The cause of the reported issue could not be determined. Section h6 results code grid of the initial medwatch report indicated: electrical/electronic component problem identified section h6 results code grid of the initial medwatch report should indicate: no device problem found section h6 conclusion code grid of the initial medwatch report indicated: cause trace to component failure section h6 conclusion code grid of the initial medwatch report should indicate: cause not established

Event description:
The customer contacted stryker to report that their device unexpectedly powered off. In this state, the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported during the event.